Event description:
The customer reported that during a procedure, the device fired an incomplete staple. Another instrument was opened to complete the case. There was no reported consequences to the pt.